Event description:
Clinic notes dated (B)(6) 2014 note that the device magnet output current was previously increased due to an increase in seizures. It is unknown if the increase in seizures was above the patient&#39;s pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.